Manufacturer narrative:
The provided calibration and qc data do not point to a general reagent or instrument problem. The investigation is ongoing.

Event description:
There was an allegation of a questionable high troponin t hs stat result from the cobas 6000 e 601 module. The initial result was 36.09 ng/l and the repeat result from two analyzers on (B)(6) 2022 was 15.27 ng/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 59637201 with an expiration date of 31-mar-2022.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The analyzer alarm trace indicated issues with sample quality or issues with the sample pipettor.